Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the procedure that the doctor was unable to seat rv pacing lead pin in the rv port. Many attempts were all unsuccessful even after the header screw was almost totally removed. The device was not implanted. No patient complications have been reported as a result of this event.